Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was reported as the use of a non-baxter product may have contributed to the peritonitis, however, it was also reported the patient made an unspecified mistake which led to a breach in aseptic technique. On the same day as the event onset, the patient was hospitalized for the peritonitis. The patient was treated with intraperitoneal cilanem 500 mg in each bag (frequency and duration not reported) for peritonitis. The action taken with dianeal therapies was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.